Event description:
It was reported that during use of the pump, the ap trigger was lost and the transducer exhibited a low signal. The pump was exchanged due to these problems. There were no associated patient complications.